Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l tubing was defective /damaged. When inserting the vein flange and removing the needle, the plastic tubing on the vein flange breaks off, approx. 1.5 cm remains in the patch.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When inserting the vein flange and removing the needle, the plastic tubing on the vein flange breaks off, approx. 1.5 cm remains in the patch

Manufacturer narrative:
The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter is broken based on the returned used sample, the probable root cause for the broken catheter could be due to catheter being cut by sharp objects. However, as it is impossible to confirm how the product has been used, the root cause could not be determined. As no similar quality notification was raised for the reported defect in the past 12 months. Complaint trend would be monitored.

Manufacturer narrative:
Change in annex a code.

Event description:
When inserting the vein flange and removing the needle, the plastic tubing on the vein flange breaks off, approx. 1.5 cm remains in the patch.

Event description:
When inserting the vein flange and removing the needle, the plastic tubing on the vein flange breaks off, approx. 1.5 cm remains in the patch.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.